Manufacturer narrative:
This report is submitted on march 14, 2022.

Event description:
Per the clinic, the patient experienced fluctuating impedances which coincide with spells of dizziness. The device was re-positioned. The implant remains in-situ.